Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pocket revision due to device migration and patient discomfort. During the revision, it was noted the left ventricular (lv) lead had no capture, high impedance, and had developed a fracture. The device remains in use. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the proximal conductor of the lead became extrinsically fractured due to melting. The outer insulation of the lead was extrinsically breached due to melting. The analyst noted that the outer insulation was extrinsically breached in varies places and the proximal conductor was extrinsically fractured in varies places. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.